Event description:
An alarm issue was reported with the adc device in use with iphone 11 pro with ios operating system version 17.0.3 and app version 2.10.2.7677. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced weakness, sweating, and a loss of consciousness, customer was able to self-treat with two glucose tablets and dextro energy shot. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Activated sensor with known good reader sn: (B)(6) and the bluetooth connection was successful. Linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), signal loss message was observed. Sensor was scanned with the reader to re-establish ble connection and then placed 20ft (6.1m) from the sensor. Signal loss message was not displayed therefore functioning properly. The returned sensor and the known good reader was found to be functioning properly. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. It has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported signal loss. Attempted to replicate the customer's complaint using similar configurations and the reported issue was unable to be replicated and the system functioned as intended. This serves as a correction report.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Activated sensor with known good reader sn: (B)(6) and the bluetooth connection was successful. Linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), signal loss message was observed. Sensor was scanned with the reader to re-establish ble connection and then placed 20ft (6.1m) from the sensor. Signal loss message was not displayed therefore functioning properly. The returned sensor and the known good reader was found to be functioning properly. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The customer experienced signal loss with the sensor in use with freestyle librelink application. Product quality engineering attempted to replicate the reported issue using a cellular device not identical to the actual device, but which shares relevant characteristics with the device involved and ios 17.0.3, app version 2.10.2.7677, and was not able to reproduce the complaint. There were no issues identified with the freestyle librelink app during replication that would have led to the reported issue. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 11 pro with ios operating system version 17.0.3. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced weakness, sweating, and a loss of consciousness, customer was able to self-treat with two glucose tablets and dextro energy shot. There was no report of death or permanent impairment associated with this event.